Event description:
It was reported that 4 days after implantation of a 2.50x16 mm taxus express2 drug eluting stent, an in-stent thrombosis occurred. The target lesion was located in the mid right coronary (rca). A pre-intervention thrombus occlusion of 100% was reported. A rheolytic thrombectomy was performed twice on the lesion and a 2.50x16 mm taxus stent was deployed in the lesion. Post-intervention results were described as excellent in distal flow. During the procedure, the pt complained of chest pain and EKG monitoring showed st segment elevation. Further angiographic views revealed a complete closure of the deployed stent with a thrombus extending from the mid rca towards the distal branches. The thrombus was crossed with a guide wire and a rheolytic thrombectomy was performed again resulting in resolution of symptoms and EKG changes and restablishment of distal flow. Two additional taxus stents were deployed distal to the 2.50x16 mm stent with excellent angiographic results for the entire rca. No info was received on the tortuosity or the calcification of the vessel. The pt received plavix, angiomax, nitroglycerin, and intracoronary nitroglycerin during the procedure. The pt received IV integrilin and plavix post-procedure. No info was reported concerning pt complications. The pt presented 4 days after the initial procedure with chest pain, st segment elevation, and an in-stent throbosis with 100% occlusion of the mid rca. Re-angioplasty of the rca was attempted without success. The pt continued to experience chest symptoms. Emergent bypass surgery was recommeded by the physician. The pt underwent 3 vessel bypass surgery. The pt was reported to be in stable condition ost-CABG surgery.